Event description:
Pt alleges she received a burn from a k-thermia machine being used to treat a recurrent cellulitis to pt's left lower extremity. Seen by plastic surgeon, unable to determine causation. Pt wt states "obese".